Manufacturer narrative:
This follow-up MDR is created to document the returned device, updated patient information and implant, explant dates. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. A titan otr pump and two cylinders were received for evaluation. The inlet tube with connector was detached to allow testing. Examination and testing of the returned components revealed a separation on the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on the longer exhaust tube/strain relief and inlet tube/strain relief of the pump. No functional abnormalities are noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo the longer exhaust tube and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to separate the shorter exhaust tubing. A separation of this type would then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a few months ago the prosthesis began to fail. The prosthesis deflates after activation, without achieving the proper erection. After several attempts the pump simply collapses and the cylinders do not inflate. The reservoir was not removed.